Event description:
"Re-admitted with erosion of the gelatin coated polyester graft. Presents with persistent vaginal drainage and pain. Physical examination revealed an obvious erosion of graft. In surgery, graft was removed, and drainage of a small malodorous abscess."